Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event was confirmed, and the product specifications were not satisfied. It was determined that the event [led flashing on control panel] occurred due to damage on front panel caused by transportation. The defect is the result of a shock on the front panel which veiled the filter turret. The replacement of the turret (ru144200) and the front panel (rl376000) are required to return the instrument to the OEM specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had transport damage, the light-emitting diode (led) flashing control panel. It is unknown when the issue occurred. There were no reports of patient harm.